Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Further investigation revealed that the catheter shaft material had been fractured proximal to electrode ring 3. Conductor wires 1-3 were determined to be fractured at the location of the fracture in the shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft remains unknown.